Event description:
It was reported that the device stuck on the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left arteriovenous graft. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the device became stuck on the guidewire. However, it was successfully removed from the catheter, and the procedure was completed using a different device. There were no patient complications as result of this event.